Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no investigation on documents and supporting records can be performed. However, a sample photo was received of the actual device and investigation results are pending completion.

Event description:
Consumer reported prior to use she noticed the string was cut off, making it shorter than normal on some of the tampons. She was not specific as to the number of tampons affected but indicated about 5. Since this was noticed prior to use and the tampons were not used, she did not have a need to seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no investigation on documents and supporting records can be performed. However, a sample photo was received of the actual device and the investigation results found the issue was due to the manufacturing wrapper/sealer process.